Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. With the info provided, it has been determined that the most probable cause for the pt's pain is infection, soft tissue impingement or a pseudo tumor. The x-rays provided strong evidence against a failure of a mechanical or kinematic failure of the implanted devices. A hcp is needed to diagnosis the actual source of the pt's pain. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt is experiencing groin pain.